Event description:
The pt underwent a mitral valve replacement where an sjm regent valve was implanted. At f/u, an angiogram revealed leaflet blockage. The valve was explanted and thrombus was discovered on both pivot guards which extended onto the ventricular surface of the valve. The pt had a new sjm mechanical valve implanted and was reported to be in stable condition and released to home.